Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system had recoverable fault 23025 . The technical support engineer (tse) checked the logs and found an issue with master tool manipulator- right (mtmr). The tse asked the customer to shut down the system and check if the tissue is not grasped in any of the arm. The customer stated that the prograsp forceps instrument was holding a bladder, the customer used an instrument release kit (irk) to release the bladder and all instruments were free. The customer removed all instruments then hard power cycled the system and confirmed that the issue remained after hard power cycle. The tse asked the customer to perform one more power cycle and confirmed that the issue still persisted. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information on 27-june-2022: the issue occurred during the procedure. It is unknown if the system functionality was checked upon powering on the system. The system was initially powered on without errors. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtmr. The fse completed the system programming and configuration. The system was tested and verified as ready for use. Isi has requested the mtmr involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 23025 on the mtmr related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date on (B)(6) 2022 on system sl0544. This complaint is considered a reportable malfunction event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) 2 involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported complaint during sine cycle. During evaluation, error 23008 was observed along axis 7, axis 3 motor, a3 motor cable and axis 7 motor will be replaced to fix the reported issue.

Event description:
Refer to h10/h11 for follow-up information.